Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips would not form, just dropped out of the jaws. They pulled a second er320 to complete the case. There was no consequence to the pt.